Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The reported defect in the over pouch seal was confirmed during the sample evaluation, and a cause was determined to be a manufacturing issue with the packaging. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A nurse reported to baxter that the seal of a minicap over pouch was defected. There was no patient involvement and no patient injury or medical intervention.